Event description:
It was reported that impedance measurements of >3600 ohms and a low battery level were observed on the patient's implantable neurostimulator (ins) system. The patient was still getting stimulation. Longevity calculations on the ins battery was reported as <15 months. Additional information was requested, but was not available at the time of this report.

Event description:
Follow up information obtained reported that the implantable neurostimulator (ins) had depleted normally and that the patient did go on and get the ins replaced. It was noted that everything went well and the patient was receiving effective therapy. If additional information is received, a follow up report will be sent.